Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to clinic with ventricular over-sensing on their implantable cardioverter defibrillator device seen during capacitor charging. The device recorded several noise over-sensing episodes. Programming changes were discussed but not performed. The patient will continue to be monitored. Patient condition was stable after the event.